Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issues were not related to opening/closing, left/right motion of the grips or up/down motion of the wrist. No fragments fell inside the patient's anatomy. A review of the provided image was performed by the isi failure analysis engineer (fse) and the following additional information was provided: it was a bit hard to tell from the angle in the photo but it looked like the pitch cable was broken. Additionally, isi did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on tenaculum forceps instrument broke while removing the myoma. There was no collision with another instrument. Customer removed it while keeping the instrument in a straightened position. The procedure was completed with no reported injury.